Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an unresponsive button due to unlocked lcd keypad connector during visual inspection. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarms on the insulin pump. The customer's blood glucose level was 79 mg/dl. The customer stated that no response of any button and battery change but anomaly persists. The customer insulin pump was not bumped or dropped. The customer was advised that the insulin pump will need to be returned for analysis and is replaced by tnt.